Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the totality of the information received, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A peritoneal dialysis (pd) patient contacted technical support because they needed to disconnect from their cycler due to a medical emergency. The patient was in dwell 2 of 4 of their pd treatment. The technical support representative assisted the patient with cancelling their treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient went to the emergency room (ER) and was admitted overnight for reasons unrelated to use of the liberty select cycler, pd therapy, or any other fresenius product(s). No further information was provided surrounding the emergency. The patient was discharged to home the next day where they continue to complete pd therapy utilizing the liberty select cycler. The patient was unable to complete treatment on the date of the emergency event.